Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The 6x14 paramount mini was introduced thru guide catheter that was engaged in the renal artery. When advancing stent catheter thru the guide catheter the guide was pushed back into aorta. The wire and guide catheter access to renal artery (across lesion) was lost. The visi-pro stent catheter and guide catheter where both retracted t into iliac. The physician retracted the visi-pro stent catheter thru a short sheath in the common femoral to attempt to reengage his guide catheter into the renal artery. As the stent catheter was pulled back the stent came off the balloon at the edge of the short sheath. The undeployed stent was positioned in the external iliac and deployed in this artery. No injury to the patient reported.